Manufacturer narrative:
There is no indication of any component failure and no indication of any issues with the initial trial system implant or removal. The patient was instructed to not remove the bandages at home, however the patient failed to follow instructions, resulting in a portion of the implanted lead requiring surgical removal. Removal of trial leads is standard practice and part of the trial process. In this case an additional and more invasive procedure was required due to patient having tampered with the components and cut one of the leads.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator trial system on (B)(6) 2024 to treat shoulder pain. During use of the trial system the patient communicated the desire to remove the bandages from the insertion site and was instructed to leave the bandages intact and not remove. When the patient arrived to the clinic to remove the trial system, the bandages were removed and the trial leads were not present or not visible at the insertion site. Patient reported that the leads may have "come loose" and admitted to removing the bandages at home. Confirmed that one of the trial leads was in the bandage, however the second lead was unable to be visually located. Patient and wife stated that during bandage removal at home they had cut something but were unsure what had been cut. Xray imaging confirmed that a piece of one of the trial leads had been cut off and remained in the patient's shoulder. An additional, unanticipated procedure was performed on 29feb2024 to remove the remaining trial lead from the patient's shoulder.